Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported large bubbles came out of the infusion tubing during a procedure. The product was not replaced and procedure completed with no patient harm reported. Additional information has been requested.

Manufacturer narrative:
On the initial/supplemental report, filed earlier is incorrect. The event sent to FDA section should be unknown. The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. A sample for this complaint report has not been received; visual inspection or functional testing could not be conducted in order to ascertain the failure mode for the consumable device. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and a root cause evaluation could not be performed. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).